Manufacturer narrative:
Manufacturing review: the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation. No images were provided for review. There were no reported issues with the delivery system; the stent was successfully placed without periprocedural complication. Pre- and post-dilation were performed upon index procedure. Based on the provided information, the investigation is closed as inconclusive. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk. Based on the instructions for use complications and adverse events associated with the use of the covera vascular covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes restenosis of the target vessel. Regarding pre and post dilation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated" and "post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vessel." Holding and handling for regular deployment was found described. (Expiry date: 08/2022). Device not returned

Event description:
It was reported through the results of a clinical trial, that approximately one year eight months and twenty six days post index procedure, the subject developed sixty percent of stenosis. Standard percutaneous transluminal angioplasty (pta) was used to successfully treat the target lesion. The current patient status is not provided.